Manufacturer narrative:
Literature citation: bari¿ic, n., nemir, j., perkovic, r., francic, m. & lombardi, r. Spinal cord stimulation (scs) induced favorable neuromodulative outcome in the treatment of chronic neuropathic pain syndrome in children. Eur. J. Paediatr. Neurol. 54, 186¿192 (2025). Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 17-year-old male patient experienced a cerebrospinal fluid (csf) leak. The patient was noted to have required an electrode placement revision three times due to the csf leak. The patient¿s t8-t9 leads were eventually taken out and a new paddle lead was implanted at the t7-t8 level, via a t8 laminotomy. An implantable neurostimulator (ins) was placed subcutaneously in the right supra-gluteal region at that time.